Event description:
Discordant troponin ultra (tni) results were obtained on the advia centaur instrument. The customer had experienced a spike in tni qc results and was running patients in triplicate when they noticed the same discrepancy in patients. The discordant results were not reported. There are no reports of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse found traces of bleach in reagent probe 1, which was resolved by replacing valve 67 and also replaced faulty valve 32, which supplies water to the wash probe. The fse performed qc and precision checks. Results are good and the system is operational. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.